Event description:
It was reported the patient experienced inappropriate therapy due to the right ventricular lead being "broken." The impedance was high and the lead was oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned in segments and analyzed; analysis revealed the distal conductor was fractured. The defib conductor was distorted and there was cosmetic environmental stress cracking and a breached cut on the outer tubing overlay. There was also a cosmetic depression on the outer insulation, blood in/on the helix mechanism, and the lead was flexed.